Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2022-00957, 1627487-2022-00956. It was reported the patient lost effective coverage due to their leads migrating. As a result, the patient's leads were explanted and replaced.